Event description:
A male patient underwent a robotic assisted laparoscopic radical cystectomy with prostatectomy, bilateral pelvic lymphadenectomy, ileal conduit urinary diversion procedure. Using the echelon flex powered plus stapler, after the first firing, it would not release the tissue. The manual override was used by the surgical assistant and the stapler would not fire a second time with reload. No harm to patient. Procedure completed without further incident.